Manufacturer narrative:
Additional information regarding treatment details will not be provided. The recipient's infection reportedly resolved. The external visual inspection revealed the electrode was severed near the electrode ground ring and near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced electrode extrusion and an infection. The recipient presented with broken skin and inflammation around the implant site. The recipient's device was explanted. The recipient was not reimplanted.